Event description:
Patient has had three breast implants since the age of (B)(6) yrs. The third breast implant, was implanted on (B)(6) 2007. Left breast ruptured some time in 2016. In 2015, patient had a mammogram because she felt a lump on her left breast. Ever since after the mammogram, patient started having health issues, which started with skin rashes and later progress to fatigue, autoimmune issues and complication with breathing. Patient went to the dermatologist and they could not find out what was wrong with her. Patent feels the implants are making her sick and doing damage to her body. Patient had the implants removed on (B)(6) 2018. Prior to the surgery she was told by her surgeon that the implants would not rupture nor break. Patient was never told by her doctor that every 10 yrs implants should be replaced. Patient feels surgeons need to educate their patients more about the risks associated with breast implants.